Manufacturer narrative:
PMA/510k - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -15.50/1.5/086 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced vertically with a same length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: dimensional inspection found the lens to be within specifications. Claim# (B)(4).